Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material and leakage from the device was unable to be further specified. Moreover, it was not possible to correlate any physical damage of the device to the foreign material/leakage, nor was it possible to confirm any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material/leakage could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). As result of confirming contents of instruction manual, following sections describe reprocessing procedure: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchofibervideoscope had defects of channel, biopsy valve, forceps irrigation plug, although it passed leak test, black fluid drips from scope channel. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found foreign material falling off from the channel. Should additional relevant information become available, a supplemental report will be submitted.